Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a hardware error code patient experienced on (B)(6) 2015. No injuries or medical intervention were reported. Dexcom technical support advised patient's mother to reset the device and it was successful, but prompted to replace sensor.